Manufacturer narrative:
(B)(4). Physio-control obtained the customer's device and downloaded the electronic records from the event for review. Upon review of the electronic records, physio was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. Medical personnel had just connected their device to the patient in order to get an initial heart rhythm (asystole) and were performing CPR when they observed the first power off. The customer advised that they then pressed the on/off button to restore power, but the device would power off by itself again. After an approximate 5 minute delay, a backup device was obtained and connected to the patient in order to continue care. A paramedic from the customer facility advised physio-control that the patient, a (B)(6) year-old male, did not survive the event. The paramedic advised physio-control that the device use did not contribute to the patient outcome. The paramedic stated that the patient was not in a shockable rhythm (was in asystole) throughout the event and that they only used the device to monitor the patient. Medical personnel made no attempts to shock the patient using the initial device, or the backup device.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. Medical personnel had just connected their device to the patient in order to get an initial heart rhythm (asystole) and were performing CPR when they observed the first power off. The customer advised that they then pressed the on/off button to restore power, but the device would power off by itself again. After an approximate 5 minute delay, a backup device was obtained and connected to the patient in order to continue care. A paramedic from the customer facility advised physio-control that the patient, a 52 year-old male, did not survive the event. The paramedic advised physio-control that the device use did not contribute to the patient outcome. The paramedic stated that the patient was not in a shockable rhythm (was in asystole) throughout the event and that they only used the device to monitor the patient. Medical personnel made no attempts to shock the patient using the initial device, or the backup device.

Manufacturer narrative:
Physio-control evaluated the customer's device and found that all four battery pins were loose. Physio replaced the four battery pins after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. Medical personnel had just connected their device to the patient in order to get an initial heart rhythm (asystole) and were performing CPR when they observed the first power off. The customer advised that they then pressed the on/off button to restore power, but the device would power off by itself again. After an approximate 5 minute delay, a backup device was obtained and connected to the patient in order to continue care. A paramedic from the customer facility advised physio-control that the patient, a 52 year-old male, did not survive the event. The paramedic advised physio-control that the device use did not contribute to the patient outcome. The paramedic stated that the patient was not in a shockable rhythm (was in asystole) throughout the event and that they only used the device to monitor the patient. Medical personnel made no attempts to shock the patient using the initial device, or the backup device.